Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment procedure was performed when the issue happened. The remote service engineer (rse) identified that the system had an intermittent image storage space issue. Upon troubleshooting, onsite service, fse ran a database consistency test to verify the reported problem, and it confirmed the problem. To resolve the issue, fse repaired the database and restored disk image. On recurrence, the fse replaced the ip pc. After repairs are completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an intermittent image storage space issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.